Manufacturer narrative:
The triglycerides reagent lot number was 92614201 with an expiration date of 30-nov-2026. The cholesterol gen.2 reagent lot number was 934751. The expiration date was not provided. The calibration and qc were acceptable. The maintenance was performed per the specifications. The alarm trace showed multiple "abnormal aspiration" alarms, hinting at pre-analytical/sample-handling issues. The provided reaction kinetics showed an irregular curve for the initial runs, indicating contamination. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the triglycerides assay and 1 patient sample tested with the cholesterol gen.2 assay on a cobas c 503 analytical unit. Sample 1: triglycerides initial result: 343 mg/dl. Repeat result: 147 mg/dl. Sample 2: cholesterol initial result: 333 mg/dl. Repeat result: 202 mg/dl. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.